Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history record (DHR) for the device has been reviewed. The associated device was released based on company's acceptance criteria. The manufacturer internal reference number is: (B)(4).

Event description:
A company representative reported that after releasing the foot pedal, sometimes a shutter error appears. Upon follow up, there has been multiple incidences over the last few months were this event has occurred. There has been patient delay due to procedures were stopped and health professional had to go back and find the aborted treatment. The physician has not changed his technique and is not fully convinced it is a technique issue. There are multiple reports for this facility. This report addresses the patient al and other manufacturer reports will be filed.

Manufacturer narrative:
During the visit onsite the field service engineer (fse) did an inspection of the foot pedal and informed the user to come completely off the foot pedal and to engage completely as well. Review of the logfile for the four treatment days shows all laser system functions were within specifications. During the start-ups the system passed all initialization steps without any relevant deviation. During treatment phase of all four treatments after successful center test the logfiles show a warning message. This warning indicates that the laser pedal was not pressed enough. The user aborted the treatments and restarted the aborted treatments. The user finished all four treatments without other issues. So there is no technical problem and the reported laser stopped during the treatment is due to the user pressed the laser pedal not enough and, after the warning message appeared, the user aborted the treatment. The user did not pressed the laser pedal enough. The root cause is user handling. The manufacturer internal reference number is: (B)(4).